Event description:
It was reported that a lead impedance warning was shown on carelink and it was noted that there were more than 30,000 low impedance paces recorded. The sensing and threshold values have not changed and no noise was noted on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead impedance warning was shown on carelink and it was noted that there were more than 30,000 low impedance paces recorded. The sensing and threshold values have not changed and no noise was noted on the lead. It was further reported that the patient indicated that they have no "get up and go" and that a ventricular lead warning occurred on (B)(6) 2010. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.